Manufacturer narrative:
The insulin pump has to reset time/date and a21 alarm after changing battery due to c13 voltage leak on interface board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no a17 alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. Self test passed. The insulin pump was returned for analysis.